Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and h6 to report that the device was not received for analysis. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Manufacturer narrative:
Patient's identity, age, sex and weight are unknown. Lot number, expiration date and manufacture number are unknown. Medical history is unknown.

Event description:
Per complaint (B)(4), implant lacked primary stability. There was no patient impact noted.